Manufacturer narrative:
(B)(4). Unit received with partially broken retainer ring and partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to broken retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.